Event description:
It was reported that the 24cm sp bayonet 1.2mm tip was being used in a procedure when the middle screw came out and fell into the surgical site. The screw was removed successfully and a back up device was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the 24cm sp bayonet 1.2mm tip was being used in a procedure when the middle screw came out and fell into the surgical site. The screw was removed successfully and a back up device was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The device was not received for evaluation, therefore, the reported event was not able to be confirmed.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. (B)(4).